Manufacturer narrative:
Concomitant medical products: product ID: d224drg ICD, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right atrial (ra) lead exhibited a gradual rise to high pacing impedance and high thresholds. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.